Manufacturer narrative:
Device evaluation summary: upon receipt the device was found to contain clear gel. No foreign material was observed within the device, but gel was observed on the shell surface. The device was severely rented. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device to avoid compromising the device integrity. No other anomalies were observed. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that rent occurred sometime subsequent to the removal of the device from its protective packaging. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01/21/2019, the mentor product analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference data: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 400cc gel breast prosthesis, catalog #3504001bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian asian patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 450cc gel breast prosthesis that ruptured after implantation. Rupture of the right breast prosthesis was confirmed by a mammogram. As a result, the patient will undergo explantation on (B)(6) 2019.